Event description:
The time of event is unknown. There was no report of patient harm. Biopsy inlet piece clogged.

Manufacturer narrative:
This device is not distributed in u.s. So that 510k# is blank. We checked the returned unit and confirmed that the biopsy inlet piece clogged. Based on the result, we concluded that it was caused due to the insufficient reprocessing at the facility. In addition, we confirmed that the light guide cable cracked, and the suction channel fluid damage; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.